Event description:
It was reported to boston scientific corporation that a wireguided cre dilation balloon was used in an esophageal dilatation on (B)(6), 2010. According to the complaint, during the procedure the exit marker of the device was reported to be defective. It bunched up like an accordion. No pieces were reported to have detached and the procedure was completed with another cre balloon. There were no patient complications and the patient's condition had been described as "good/stable."

Manufacturer narrative:
A visual examination of the returned device revealed that the exit marker was loose and damaged, confirming the complaint. In addition, the device had been cut and therefore was unable to be inflated. It is likely that the exit marker snagged on the exterior of the therapeutic gastroscope as this would account for the accordion effect noted on the returned component. The resistance felt during the withdrawal would lead to the device and scope being removed as a unit and cut to remove the device from the scope. This complaint has the root cause of operational context. A DHR was performed and no anomalies were noted. A review for similar complaints was conducted and there were no other complaints associated with this lot.

Event description:
It was reported to boston scientific corporation that a wireguided cre dilation balloon was used in an esophageal dilatation on (B)(6) 2010. According to the complaint, during the procedure the exit marker of the device was reported to be defective. It bunched up like an accordion. No pieces were reported to have detached and the procedure was completed with another cre balloon. There were no patient complications and the patient's condition had been described as "good/stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.